Manufacturer narrative:
Evaluation summary attached: moderate to heavy host tissue overgrowth was observed on the stent on the inflow and outflow aspects. Minimal to moderate host tissue overgrowth was present on the tissue on the inflow and outflow aspects. Leaflets were fused at all the posts. No visible inconsistencies were noted in the x-ray. Two tears, 2 mm in length each, were noted on at the cusp one post on the cusp of leaflet one and three. Leaflet hematoma was visible at these regions. Yellow fibrous material was visible on the leaflet tissue on the outflow aspects. X-ray.

Event description:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Evaluation was completed and confirms customer report of stenosis due to pannus growth.

Event description:
Reportedly, the device was explanted after an implant duration of approximately 24 months due to pannus growth.

Manufacturer narrative:
Device not returned.